Manufacturer narrative:
Initial reporter phone no.: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection showed an external fluid leak from the return male luer lock. The reported condition was verified. The cause was design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming with of one (1) unit of prismaflex m150, an external fluid leak was observed at return line. There was no patient involvement. No additional information is available.